Event description:
A total knee replacement was in process. During the removal of the modular intramedullary rod, the extension rod disassembled from the intramedullary rod due to a breakage and remained in the pt. MFR ref # 3005180920-2014-00143.